Event description:
It was reported that the balloon on the catheter ruptured in-situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ii980063. The samplw has been returned to arrow. Examination of the returned catheter indicates that the balloon latex had deteriorated at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.